Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
A user facility reported a patient admitted with non-ischemic heart failure, cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support, and upon transport to the unit, there was a high purge pressure alarm. The purge cassette was changed, and as well as the automated impella controller was changed. However, the issue was unresolved. Tissue plasminogen activator (tpa) was given which resolved the issue overnight. Post tpa delivery, purge pressure and flow returned to normal ranges. The patient was noted to be doing okay, and the pump remained on for support.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was not returned for investigation. Data logs showed a sudden rise in purge pressure with several spikes in motor current. This trend resolved after seven hours. According to the clinical report, a high purge pressure alarm appeared and tissue plasminogen activator (tpa) successfully brought the purge pressure back to normal levels. The cause of the high purge pressure issue was most likely biomaterial. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-14441 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 codes 4644 and 4629 were inadvertently omitted from the initial submission of manufacturer device report number 1220648-2024-14441.